Manufacturer narrative:
Evaluation of the returned jet7 revealed stretching on the distal shaft. This damage was likely the reported ovalization. If the device is forcefully retracted against resistance, damage such as stretching may occur. During functional testing, the jet7 was advanced and retracted through a demonstration neuron max with resistance due to the stretched distal shaft. The root cause of resistance during the procedure could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system jet 7 reperfusion catheter (jet7), a neuron max 6f 088 long sheath (neuron max) and a non-penumbra microcatheter. During the procedure, the physician completed one pass using the jet7 and neuron max. After removing the jet7 from the patient''s body during the second pass, the physician noticed the jet7 to be ovalized from distal end to mid-shaft with the clot corked in the jet7. Therefore, the jet7 was not used for the remainder of the procedure. The procedure was completed using ace68, jetd and the same neuron max . There was no report of an adverse effect to the patient.